Manufacturer narrative:
The computer was removed from the stellaris pc system and returned to bausch & lomb for evaluation. The reported problem was not duplicated during simulated-use testing. The system did not shut down while running or powered on. The unit met all performance specifications.

Event description:
A report was received from a user facility in the USA stating the stellaris pc system shut down during a surgical procedure. When the system was rebooted an error message was displayed. Another system was used to complete the procedure with no injury to the pt.